Manufacturer narrative:
1.the information of the comparison machine used by the customer is unknown.due to insufficient information available for investigation,including device,test strip details and the control solution test results, the cause of the reading discrepancy cannot be determined. 2.no serious injuries were reported in this incident.however, if inaccurate blood glucose results were relied upon for treatment decisions, such as insulin dosing, adverse health consequences could potentially occur.therefore,this event was evaluated and submitted as a reportable event. 3.if additional user information or other relevant evidence is obtained in the future, the investigation will continue and the report will be updated.

Event description:
Consumer reported obtaining blood glucose results of 275 mg/dl, 249 mg/dl, and 301 mg/dl using a bg5s blood glucose monitoring system. The consumer stated that a different blood glucose meter was subsequently used and produced a result of 110 mg/dl. The consumer expressed concern that if insulin had been administered based on the elevated readings, it could have resulted in a dangerous situation.